Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side ¿ruptured breast implant." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as fold flaw opening. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side ¿ruptured breast implant." Additionally, treatment received in the form of capsulectomy. The device has been explanted.

Event description:
Additionally, treatment received in the form of capsulectomy.

Event description:
Device has been explanted.